Event description:
The facility's biomed technician reported an infusion pump with fail code 814:01. The hospital rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.